Event description:
This patient in 1986 had placed bilateral silicone gel breast implants. One year following she developed flu-like symptoms. She also has hair loss. Night sweats, fatigue and a malar rash of her neck. She had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was intact however, the left implant was ruptured and there was ne visible shell.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.